Manufacturer narrative:
The patient experienced an adverse event with the same device model number on an additional date. The event on (B)(6) 2023 is documented in MFR report #3003464075-2023-00092. A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on 04 oct 2023 from the health care provider (hcp) of a patient of unspecified pathology, who stated the patient experienced shortness of breath 10 minutes into an in-center hemodialysis treatment on (B)(6) 2023. Oxygen and intravenous diphenhydramine (benadryl) 25 mg were administered. Following the event the patient plans to perform hemodialysis therapy with a system from a different manufacturer.